Event description:
The customer initiated a collimator exchange and left the room. When the customer returned, the collimator exchange had not taken place, the camera was beeping and there were no error messages. The customer inserted the tray back into the exchanger and then pulled it back out. At this time the megp collimator, which was unlatched from the detector and held only by friction from the corner block pins, fell and hit the extended tray causing one corner to "bounce up", impacting the exposed crystal of detector 1. The collimator continued its fall, coming to rest on detector 2. There was no injury.